Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted the investigation is ongoing, a supplemental report will be submitted upon completion. Upon completion. Remains implanted.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, this was a case of a 29 mm sapien 3 valve, in the aortic position by transfemoral approach. The patient had a large annular area of 800 mm2 and the decision was to implant a 29 mm sapien 3 with +10 cc overfill. Post-deployment, it was seen that there was a movement of the valve towards the ventricle. It was planned to post-dilate with a 30 mm balloon but, unfortunately, the sapien 3 valve embolized into the left ventricle and towards the left-ventricular assist device (lvad) inlet cannula. The patient was returned to ICU under sedation and expired on pod10 due to organ failure. It was a known off-label indication for a high-risk patient, which the clinical team felt had no other option available. The clinical perspective was that there was not enough calcium anchoring of the valve due to low levels of leaflet calcification and large annulus area. This was further complicated due to the flow changes of an lvad system in place, causing ventricular embolization of the valve.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve embolized into ventricle was unable to be confirmed due to unavailability of procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. It should be noted that off-label implant of a sapien 3 valve in a native aortic valve with lack of calcification, and oversized native annulus for this case. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. As reported, ''post-deployment, it was seen that there was a movement of the valve towards the ventricle in relation to the annulus. It was planned to post-dilate with a 30mm balloon but, unfortunately, the sapien 3 valve embolized into the left ventricle and towards the lvad inlet cannula'', and ''the clinical perspective was that there was not enough anchoring of the valve due to low levels of leaflet calcification and large annulus area'', and ''this was further complicated due to the flow changes of an lvad system in place, causing ventricular embolization of the valve''. In this case, patient had oversized native annulus area (approximately 800 mm2) against recommendation annulus area of size 29mm thv (540-683 mm2) per IFU, and the patient's native annulus was also lack of calcification. In additional, activation of lvad system could pull the blood out from the left ventricle leading the deployed valve dislodged toward the ventricle. These combination procedural factors could lead to deployed valve inadequately anchored to the target site (native annulus) and dislodged from the native annulus resulting in valve embolization. As such, available information suggests that patient factors (native annulus lack of calcification, oversized native annulus) and/or procedural factors (off label operation, lvad system) may have contributed to the complaint event. Since no labeling or IFU deficiencies were identified, no corrective/preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.